Event description:
It was reported that pump quick bolus and wake button was extremely difficult to press and often required multiple presses to turn on pump screen. There was no reported adverse impact to the customer's blood glucose level. Customer was guided to press center of button firmly with fingertip while supporting bottom of pump and confirmed that display turned on, and after repeating steps while keeping pump in case, customer acknowledged that button functioned as intended and no further action was required.